Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
A medsun/medwatch report #mw5167729 received on 27-mar-2025 stating that while starting an IV, the j-loop was leaking an unspecified fluid. All pieces were attached appropriately, and no cracks noted. Additional event information obtained from the user facility medwatch (ufmw) form: initial reporter asked to remain confidential. The suspect medical device is 7" (18cm) appx 0.41 ml, pressure infusion (400psig) ext set w remv microclave clear, purple clamp, luer lock. The medwatch report indicates that an unspecified intervention was required.

Manufacturer narrative:
The device is not available for complaint investigation. A review of the device history record is pending.

Manufacturer narrative:
Corrected information can be found in h5 - labeled for single use and h6 health effect - impact code.